Manufacturer narrative:
An event regarding a peri-prosthetic fracture and stem fracture involving a ti dur reg fluted stem 15x80mm was reported. The event was confirmed by x-ray. Medical records received and evaluation: medical review indicated that the use of a large bone cement mass within a very thin and weak bone envelope to treat a major bone defect condition in prior existent major bone defect conditions as a result of multiple previous arthroplasty failures due to recurrent infection with effective major loss of bone support has contributed to an overload condition causing fatigue accumulation in the proximal tibial device section and ending in a fatigue fracture with at first a stem extender fracture exactly at the location of maximum overload and after this a secondary pp-fracture of the surrounding tibial bone. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the patient is waiting for a custom implant before undergoing revision surgery for a peri-prosthetic fracture and tibial stem fracture. Medical review indicated that the patients poor bone condition due to multiple arthroplasty failures from recurrent infection and use of a large bone cement mass within a very thin and weak bone envelope to treat a major bone defect condition has contributed to an overload condition causing fatigue accumulation in the proximal tibial device section and ending in a fatigue fracture with at first a stem extender fracture exactly at the location of maximum overload and after this a secondary peri- prosthetic-fracture of the surrounding tibial bone. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient has a peri-prosthetic fracture on proximal tibia. Tibial stem appears broken. (18x80 mm stem 6478-6-415). Update: stem product information 15x80mm stem, 6478-6-625 .

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient has a peri-prosthetic fracture on proximal tibia. Tibial stem appears broken. (18x80 mm stem 6478-6-415) please request medical records from (B)(6). He has a disk with all the medical records.